Manufacturer narrative:
Device not returned. This event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), additional information was received. The operative report was requested, however, it was not provided. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of approximately 53.17 months. On (B)(6)2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to aortic regurgitation, aortic insufficiency and perivalvular leak. No other details were provided.